Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting a reposition antenna screen on the ins recharger and that the programmer was not working either. The patient stated that the last couple of days they really needed stimulation, and that it had been over a month since they last used it. The patient was unsure if the ins was working. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated the patient programmer (pp) antenna wasn¿t working because she would get poor communication on the pp. It was noted the patient got poor communication with and without antenna. Patient could use the ins recharger to communicate with the ins. Patient services (pss) asked if patient was able to charge implant and patient said yes. Patient stated she could use recharger to turn stimulator on. Patient reinstated the pp had poor communication in previous reported, she was getting reposition antenna screen on the recharger. It was mentioned the patient could charge her implant and she couldn¿t use the pp right now. It was stated the pp would not interrogate. No patient complications were reported.

Manufacturer narrative:
Product ID 97740 lot# serial#(B)(4) implanted: explanted: product type programmer, patient review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.